Event description:
The reporter stated the surgeon inserted a micl 13.2mm implantable collamer lens in the patient's right eye. The lens flipped during insertion into the patient's eye and was inserted upside down. The lens was damaged as the surgeon removed the lens from the eye. The incision was not enlarged and no suture was used. The reporter stated the cause of this incident was too much viscoelastic was used, causing the lens to unfold improperly and lens flipping during insertion into the eye. There were two lenses used on the same patient and the same eye, during the same procedure. This report is for the primary lens. See MFR #2023826-2013-000 for secondary lens.

Manufacturer narrative:
(B)(4). Evaluation results: a visual inspection of the returned product found pieces of both plate haptics were torn off and missing. Lens was returned in liquid. Conclusions: based on the complaint history and the evaluation of the returned product, it was determined that the root cause of the event was due to technical error. (B)(4).